Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that 8110 syringe pump was affected by syringe sizer recall. There was no reported patient involvement.

Event description:
It was reported that 8110 syringe pump was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
A040502 - corroded (1131), a0404 - crack (1135), a1801 - contamination, a040507 - naturally worn (2988), g04061 - guide, g02017 - electrical port, g04055 - flange, b14 - analysis of production records, b01 - testing of actual/suspected device, c0706 - stress problem identified, c0601 - degradation problem identified, d02 - cause traced to component failure. Omit: b21 - type of investigation not yet determined. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.